Event description:
Additional information was provided that the lead was explanted approximately two months later and was returned for analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was retracted and dried bodily fluid was noted in the helix mechanism up through the lumen. The conductor coils were noted to be deformed 77 to 83 millimeters (mm) from the terminal pin, noted to be due to a grabbing tool. Cuts were also noted in the silicone insulation at 193 to 195 mm, 202 mm, and 205 to 207 mm from the terminal pin. Resistance tests were completed to assess the electrical performance of the lead. Measurements throughout these tests were within normal limits. The lead did not pass pressure testing due to the cuts in the lead. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged immediately following the implant. A revision was performed to reposition the lead. No adverse patient effects were reported.